Event description:
A (B)(6) male pt's daughter contacted zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, bent pins or damaged e-belt connector) has been confirmed. Upon evaluation, there was an open orange (+5v) wire in the trunk cable connector. The cause of the open wire is a damaged trunk cable connector. The damaged connector caused the service code 204. The root cause of the damaged trunk cable connector cannot be positively identified but is likely physical abuse. No adverse event resulted from the damage connector and wires. The pt received a replacement electrode belt.